Event description:
It was reported that the patient underwent a sling procedure during 2005, and the patient awoke in the recovery room wiht marked left groin pain. At some point, the operation physician took the patient back to the or and explored the left groin skin incision,but reportedly found no obvious cause of the pain. The patient is continent without avoiding problems,but has been unable to exercice due to the pain.